Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead was explanted and replaced. The patient was on good condition following the procedure. The patient no longer experienced the stimulation after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.